Event description:
It was reported that a pediatric user experienced hyperglycemia above 400 mg/dl followed by hypoglycemia to 44 mg/dl while using an ilet system with a 6 mm teflon infusion set, and the caregiver suspected possible over delivery after not replacing the infusion set; the caregiver treated with approximately 20 grams of oral carbohydrate and later discussed avoiding meal announcement stacking, and no medical intervention or ketone testing occurred. Symptoms included hyperglycemia and hypoglycemia without loss of consciousness or other acute complications. Outcomes included transient disruption of glycemic control that was resolved at home with oral glucose, without hospitalization or emergency care. Investigation included customer interview and review of available device data logs. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hyperglycemia and subsequent hypoglycemia. It was concluded that the event was user-managed with education provided on bolus timing and a recommendation to change supplies, and the cause remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.